Event description:
Patient was revised to address infection.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2009.(B) (4).

Event description:
Patient was brought to cath lab for emergent temporary pacemaker. Monitor tech initiated the horizon cardiology program for monitoring the patient and documenting the case. System failed to initialize. An error message appeared "internal". Is was contacted, but they were unable to resolve issue. Mckesson support was also contacted for assistance. Situation not resolved until case completed. All documentation and vital signs done manually. No harm to the patient.

Manufacturer narrative:
(B) (4)

Event description:
Per the surgeon, the patient suffered dizziness post surgery with numbness on the tongue and no taste along with some facial twitching and tingling. Per the surgeon, electrode array was not fully inserted. Per the audiologist, reprogramming helped for a short time. Explant and reimplantation is planned but had not taken place at the time of this report.